Manufacturer narrative:
(B)(4). Additional information: the customer complaint indicated that there was damage like a hole or rip in the tyvek. The sales unit was returned with six (6) sealed packages. The carton had crush/compression damage that was visible on all sides of the carton. Each package inside the carton was visually inspected. On visual inspection, it was confirmed that one (1) package had a small hole aligned over the device knob fin. The remaining 5 packages exhibited no damage. The hole characteristics appear indicative of damage caused from the inside of the package outwards rather than damage that was caused from the outside-into the package. When seen under magnification, it was observed that the edges of the hole were ragged indicating the damage was a tear or separation of the tyvek fibers rather than a cut on the package. In the carton orientation received, the damaged package was the package closest to the crushed/compressed side of the sales unit carton; however, it is not possible to determine if the orientation has been the same throughout the life of the sales unit carton (i.e. From original packout in (B)(4) for analysis). Furthermore, it does not appear that there is an orientation of the package inside the carton that would have facilitated contact between the area where the package was damaged and the center of the crush damage on the carton. The inside of the carton was examined, but no markings were observed that might indicate sustained contact with the surface of the damaged package over the device knob fin area. The cause or origin of the hole cannot be determined.

Event description:
The product was received and during 100% visual incoming operation found the following defect. Details of the defect is damage like a hole or rip on tyvek.

Manufacturer narrative:
(B)(4).